Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 with elevated lactate dehydrogenase (ldh). Upon admission the patient reported a mild fever and productive cough that the lvad clinicians attributed to an upper respiratory tract infection. A CT scan showed minimal mural thrombus within the outflow cannula. No occlusive thrombus was seen, and there was no evidence of a driveline infection. The patient was discharged on (B)(6) 2016, and made plans to return after the holidays for a pump exchange. At that admission, cultures sent from the site of the driveline came back with (B)(6) with abundant mixed organisms. The patient was re-admitted on (B)(6) 2016 and reported no significant change other than a foul smelling discharge from the driveline. The patient¿s ldh was 1297 u/l and had been 600 u/l at discharge. A CT scan showed skin thickening with subcutaneous induration and fluid adjacent to the driveline, consistent with infection. The patient was treated with antibiotics. The patient received a pump exchange on (B)(6) 2016 due to thrombosis and driveline infection. According to the surgical report, pus was found in the lvad pump pocket. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Evaluation of the pump did not identify any depositions inside the pump. A correlation between the device and the reported elevated lactate dehydrogenase level (ldh) and infection could not be conclusively determined. The pump was returned assembled. The driveline was severed approximately 4 inches from the pump housing. The severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. No depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.